Manufacturer narrative:
Following our receipt of the returned one opened/used partial sensor (needle does not return) performed visual inspection and checked for physical damage and none was found (no microscope) performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Placed sensor under microscope and found gold traces broken. Unable to continue with functional testing due to sensor being damage. Unable to confirm needle anomaly due to customer did not return insertion needle. In summary, the customer complaint of unexpected sensor alarms could not be confirmed due to sensor being damaged. The customer complaint of broken sensor needle could not be confirmed, due to customer did not return insertion needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor alert, sensor updating alert, and needle break. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Troubleshooting was performed. The customer was not reporting that the sensor or introducer needle fractured while in the body. No harm requiring medical intervention was reported. Product return is required for mmt-7040ma.